Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter lumen (extension) burst immediately upon start of dialysis treatment. The inserting physician stated that he had some trouble with insertion of the catheter and believes that the guidewire may have damaged the lumen that burst. Catheter was clamped and immediately removed. A replacement catheter was inserted. No further intervention required.